Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR is created to document the asr / product code otn / exemption # e2014015. Total number of events summarized: 33. Aris - 32. Supris - 1 - attachment: [otn asr aug sept 2017 q4.zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated pain.